Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture after transesophageal echocardiogram (tee). There were no issues with daily lead measurements and no loss of capture was noted on the non-magnet electrogram. The device appeared to be functioning as programmed. The company representative was paged for follow up. The lead remains in use. No patient complications have been reported as a result of this event.